Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported to the MFR that a vns patient had an infection at the stitches at the chest site. The infection was treated with antibiotics prophylactically and is believed to be a surface infection. No pt manipulation or trauma occurred at the generator site leading to the event. The infection was related to vns implantation surgery. It is unk if the cultures have been taken to confirm the presence of an infection. Good faith attempts to obtain add'l info have been made, but no add'l info has been received to date.